Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to replicate the reported complaint. The fse replaced the e-stop switch on the surgeon side console (ssc) as a precaution. The affected part (371906-01) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product. A system log review was performed by intuitive surgical, inc. (Isi) technical support engineer (tse) and noted error 31065 pointing to the surgeon side console (ssc) e-stop button. This complaint is reportable due to the following: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, and the procedure was completed robotically, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer encountered a recoverable error followed by a non-recoverable error. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 31065 pointing to the surgeon side console (ssc) emergency stop (e-stop) button. The or staff power cycled the system with no success. Tse helped the customer shut down the system and disconnect the affected ssc. The procedure was a dual ssc procedure and the or staff continued the procedure with a single ssc. Isi followed up with the initial reporter and confirmed that the procedure was completed robotically using a single ssc with no injury to the patient.